Manufacturer narrative:
The reported malfunction of "pace fault 119" was observed and attributed to a system interconnection flex cable that was not properly seated to a connector. The cable was replaced to correct the reported problem. The reported malfunction of "system fault 2" was not replicated or confirmed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Additional procode: dro. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "pacer fault 116" and "system fault 2" messages. Complainant indicated that there was no patient involvement in the reported malfunction.